Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a 6f non-bsc guide catheter and a guide wire crossed the lesion, intravenous ultrasound (ivus) was attempted to check the lesion but the ivus catheter could not cross the lesion. Pre-dilatation was then performed with a semi-compliant balloon, and a 24 x 3.00 promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noted that the distal part of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.